Manufacturer narrative:
(B)(4). No sample is available for evaluation. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm on the homechoice during drain 1. During troubleshooting the alarm, the patient reported she had disconnected prior and went to use the restroom without closing off the transfer set. As a consequence, the solution leaked all over the floor. Therapy was ended and the patient was advised to call her renal nurse in the morning. No clinical consequences for the patient have been reported. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). This complaint for a report of a patient not closing the transfer set when intentionally disconnecting was not confirmed due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. The root cause was determined to be product misuse. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.